Event description:
A customer reported not all the numbers are being illuminated in the display. For example a 101 mg/dl will look like a 1l1 mg/dl. A request was made to return system for evaluation and in the meantime, replacement unit will be provided.